Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: hospital staff made three complaints about the movement of c1, which was upgraded to sw3, saying that the alarm messages were different from those of sw2. The following are the three complaints and their problems one by one. Please check them quickly as they may cause confusion in the field. This phenomenon can be observed in the following cases. C1 is preconfigured to enter ncpap mode at startup. After c1 starts up, change the setting to other ventilation mode. After that, the phenomenon occurs when you turn off/on the power of c1 and try to start using c1 started up in ncpap. Complaint 1: if none of the tests&calib was executed the last time it was used. When c1 is turned on again, flow sensor calibration needed is displayed in yellow. If you start ventilation as it is, flow sensor calibration needed appears in red, but the alarm goes away immediately. Problem the alarm message does not appear continuously when ventilation is started, even though none of the tests&calib has been performed. Flow sensor calibration needed appears in red, but the alarm disappears immediately. Complaint 2: if only 'circuit calibration' was performed in tests&calib the last time it was used. When the power of c1 is turned on again, no alarm message appears on the screen. Problem no alarm message keeps appearing even though leaktest is not running. Flow sensor calibration needed appears in red, but disappears immediately. Complaint 3: if only 'leaktest' was performed in tests&calib the last time it was used. When the power of c1 is turned on again, flow sensor calibration needed appears in yellow. Problem if I start ventilation as is, no alarm message appears on the screen. No patient involvement.